Event description:
Customer reported that she had high blood glucose, her insulin pump is broken and the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received in with a detached end cap and cracked reservoir tube. Drive support disk was inspected and no anomaly was noted.